Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The firmware was repaired and the tracker was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the entrak system displayed a tracking inactive error message. No pt injury was reported.